Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle separated from the suture during use on the patient? Or was it separated upon handling/dispensing before use on the patient? When the event occurred? Intra-op or pre-op? Could you please provide the lot number? Procedure name? Were there any patient consequences?

Event description:
It was report that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. The thread separated from the needle. No adverse patient consequences were reported. Additional information was requested.